Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the customer had high blood glucose level. The customer¿s blood glucose level was 446 mg/dl at the time of incident. The customer¿s recent blood glucose level was 450 mg/dl. The customer treated for high blood glucose with insulin pen manually. The customer also reported that cannula was little and had problem with inserting into the skin and had bent cannulas. The insulin pump will not be returned for analysis.